Manufacturer narrative:
The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was cardiac arrest, diabetic ketoacidosis, and end stage renal failure. The caller stated that the customer had elevated blood glucose of 1100 mg/dl, causing cardiac arrest. The customer's blood glucose at the time of death was 1100 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned without a battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads. Data analysis: unable to perform data analysis due to no pump history available on the history download; no data was available due to the insulin pump was returned without a battery in the battery tube.